Manufacturer narrative:
UDI number not available for reporting. Device is an instrument and is not implanted/ explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a sterile supply, the threads of the impactor and threaded hammer guide were discovered as broken. There was no surgical or patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history record (DHR) review: part: 03.010.523; lot: 9505723; manufacturing site: bettlach; release to warehouse date: 25.aug.2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, functional and visual criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: background: it was reported that on august 31, 2018, during sterile supply it was discovered that the threads of impactor and the threaded hammer guide were broken. There was no surgical and patient involvement. Device evaluation: investigation flow: broken. Visual inspection: the driving cap was received with the distal threads broken off. The break is located approximately 9.12mm from the distal tip of the device (calipers ca592). The broken off distal threaded tip was returned in the threaded portion of the mating threaded hammer guide connector and could be removed. Witness marks from impact were observed on the proximal portion of the device. These marks were located in the direction of insertion and removal and on the side of the proximal portion. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, it is determined that the received condition does agree with the complaint description. The specific circumstances at the time of the issue are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Dimensional inspection: the outer diameter (od) of the threads on the complaint device at the broken region measured 7.904mm (distal side) and 7.914 (proximal side) with micrometers (om115p) which is within the design specification of 7.794 mm to 7.974 mm per instruction sheet and thread tolerances specified per iso 965-1:2-2013 (e). Document/specification review: the relevant design drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review/material review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Conclusion: the complaint condition is confirmed as the driving cap was received with the distal threads broken off. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. The device shows witness marks consistent with hammering in the direction of removal and off-axis. Impact on a driving cap off axis or which is not fully tightened can cause it to experience unintended forces which can leave the threaded region in a compromised position. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.